Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump powered off completely while the patient was in school. The patient received low battery warnings at 8:22a.m. And 9:16a.m. When the reporter reviewed the alarm history as part of troubleshooting, no other alarms were received. There was no allegation of recent trauma to pump and no reported damage to the battery cap or compartment. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the last basal delivery was on (B)(6) 2013 at 9:25 am. There was one power on reset (por) event recorded in the pump history on (B)(6) 2013 for unknown reason. The battery voltage before the "por" event was noted to be above the ¿replace battery¿ alarm at 1.32 "vm". There was multiple ¿177¿ warnings observed in the pump alarm history. The battery cap contact measurements were found to meet specifications. There was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained electrical connection. The pump was powered on and displayed the ¿verify¿ screen. The battery cap was fastened and then unscrewed ½ turn with no occurrence of rebooting. The pump was primed and exercised for (B)(4) hours; no power interruptions occurred during testing. A ¿low battery¿ warning and ¿replace battery¿ alarm was simulated using a power supply; the pump emitted the appropriate audible and visible alerts. The pump alarm history recorded the warning/alarm in the correct time and order. The pump¿s cover was removed; no intermittent conditions were found to the power circuit. The reported power issue was not duplicated during testing. No defects were found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.